Manufacturer narrative:
The device was replaced valve-in-valve and will not be available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately six years, five months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced valve-in-valve with a transcatheter pulmonic valve due to a small tear in the conduit following balloon angioplasty dilatation. The angioplasty was performed prior to implantation of this replacement transcatheter pulmonic valve due to severe conduit stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event previously reported was inadvertently sent with erroneous information. Corrected event description: medtronic received information that 208 days post implant of this 12 mm bioprosthetic pulmonary valved conduit, the device was successfully removed and replaced with a 15 mm non-medtronic homograft product. The reason for removal of this device was due to aneurysm of the right ventricle to pulmonary artery conduit associated with distal conduit stenosis. Medical history includes: truncus arteriosis, leukemia, right ventricular hypertension, ventricular septal defect patch closure, pulmonary artery branch stenosis of right and left central branch pulmonary arteries, and tricuspid regurgitation. If information is provided in the future, a supplemental report will be issued.